Event description:
It was reported that the sensor gave inaccurate readings. The cannula was not bent and customer followed insertion protocol. The blood glucose reading was 7.2 mmol/l. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.